Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The insulin pump was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to broken connector on the interface board. The insulin pump was unable to perform displacement due to motor anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked reservoir tube, missing end cap sticker, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.